Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. An x-ray was performed and device data was sent to technical services (ts) for analysis. Ts reviewed the episode and discussed that the inappropriate shock appears to be due to air trapped inside the header. Technical services (ts) discussed troubleshooting and reprogramming options until the air resolves. This s-ICD and electrode remain in service. No additional adverse patient effects were reported. Additional information was received which indicated the s-ICD system was reprogrammed to the primary vector, and the patient could follow-up in a month and the device would be reprogrammed back to the secondary vector. This s-ICD and electrode remain in service. No additional adverse patient effects were reported.